Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received form the USA, stating that the device has a tear in the outer hose (excluding rupture). The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional information provided.